Event description:
Customer called for assistance changing her infusion set. Customer's blood glucose was 202 mg/dl. She stated there were air bubbles in the reservoir about the size of a pea. Customer also mentioned he had two faulty reservoirs. He could not push the plunger once the reservoir was filled on both of them. The reservoirs are being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.